Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed a breakfast meal announcement present in reports and the device menu, but insulin on board did not reflect this and a gap in insulin delivery was noted, after which the user disconnected from the pump, attempted to withdraw insulin from the tubing with a syringe without success, and transitioned to multiple daily injections. Symptoms included hyperglycemia with a reported peak of 302 mg/dl and no reported acute complications. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin pens without medical intervention. Investigation included review of device data, meal announcement records, and discussion of potential causes such as incomplete fill/prime, leakage, or cartridge handling leading to absent insulin in tubing, as well as review of algorithm and iob behavior. Investigation of this case revealed a delivery interruption consistent with a gap in insulin delivery, with contributing factors under evaluation and no device alarm or restart reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.